Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcb adc reference failure. The customer reported the device was in use , but no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer service technician could not duplicate the reported problem. The manufacturer service technician replaced the data acquisition cable to motor controller board as a precautionary measure. Applicable testing was performed and the unit passed all test.